Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm noted during testing. The following cosmetic damage was also found on the pump: minor scratches on the display window corner, cracked case at a display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and a cracked lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 153 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that she was taking a nap and then the pump started alarming. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.